Manufacturer narrative:
The cartridge was not received for evaluation. In photograph evaluation, a leak in the venous line appears visible. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections".

Event description:
A report was received on 09 feb 2023 from the health professional of a female patient with unspecified pathology, who stated a blood leak occurred during a hemodialysis treatment on (B)(6) 2023. Treatment was restarted with a new cartridge and treatment was successfully completed. There is no report of medical intervention being required.